Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the tab on the end popped off of the suture. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the fixation tab popped off of the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.